Event description:
Caller reported that the pump battery depleted too quickly. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy